Manufacturer narrative:
Concomitant product: product ID 37601, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type implantable neurostimulator; product ID 3387s-40, lot # va0zzjt, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type lead; product ID 3387s-40, lot # va0zzjt, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type extension. (B)(4).

Event description:
Information was received from a health care provider (hcp) regarding a patient who was implanted with a neurostimulator. It was reported that implantable neurostimulator (ins) system was removed due to infection. If additional information is received, a follow-up report will be submitted.